Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product identifier is unknown, hence 510k# is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from legal regarding a patient implanted with rods. It was reported that the patient initially claimed that rods from a prior back surgery broke as a result of a relatively minor accident. He deposed her neurosurgeon yesterday. The patient's neurosurgeon said that the rods did not break as a result of the accident, but that they ¿just broke.¿ the surgeon identified the rods as medtronic 5.5mm rods. Surgeon's impression was that it was highly unlikely that these rods ¿just broke.¿ surgeon thought that the patient must have been involved in some significant trauma before this accident. Patient has now had a revision surgery and new rods (unknown if medtronic or not) installed which have broken again.